Event description:
It was reported that the patient had a subdural hematoma. The patient had had the first stage of the deep brain stimulator implant procedure and following the first stage procedure was when the hematoma had developed. The leads were implanted on (B)(4) 2015, the hematoma had stopped everything and the patient had not had the second part of the implant yet. No outcome was provided, stimulation had not been turned on. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).